Event description:
New information noted that only the extra lead slack in the pocket was twiddled.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Device interrogation revealed high capture thresholds and high pacing impedance on the right ventricular lead. The suspected cause was twiddler's syndrome. On (B)(6) 2021, the physician elected to cap and replace the right ventricular lead. The patient was in stable condition.